Event description:
User reports smoke and spark from the fuse holder on the analyzer. The fuse holder was also melted. No injuries were reported. Field service rep determined root cause to be a malfunction of the liquid level sensor in the ise module causing the fuse f1 to blow. He replaced the power supply pcb, ise preamp pcb and both liquid level sensors. Performance test were performed which were within specification.